Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light). The key failure was a damaged exhaust muffler. Additional malfunction was leaking tie wraps.